Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the optic fiber 2 did not meet specification; however, there were no contributing anomalies to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 3008452825-2016-00032, 3005188751-2016-00021, 3008452825-2016-00033, 3005334138-2016-00013, 3005334138-2016-00014. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Double transseptal punctures were performed and ablation was successfully performed on all four pulmonary veins and the cavotricuspid isthmus. At the end of the procedure, the patient became hypotensive and an echocardiogram revealed a pericardial effusion on the anterior side of the heart, for which a pericardiocentesis was performed and protamine was administered. Despite the pericardiocentesis, the effusion continued and the patient was transferred in stable condition for surgical repair of a perforation at the coronary sinus ostium. There were no performance issues with any sjm device.